Event description:
The customer reported that periodically the dsa doesn't start, and the roadmap mask will be automatically selected. Also, periodically the cine may go missing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep will change the application hard drive.